Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient doctor described the area as an infection. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.